Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation cardiac ablation procedure with a preface sheath and observed a rupture (perforation) on the dilator. Preface introducer was opened during the procedure. The interatrial septum was advanced and approached to perform a transseptal puncture but there was evidence of loss of the curve during fluoroscopy. The introducer was removed and rupture and passage of the dilator was evidenced by the rupture, which is why it was necessary to replace it with another one. The procedure was completed without any complications. Additional information was received. Resistance occurred in the heart before performing the transseptal puncture. At no time was the internal sheath mechanism exposed to the patient; resistance was encountered and it was withdrawn immediately. The soft tip buckled. It was not observed that the shaft was rough; the introducer was flushed normally with heparinized solution, and the transseptal needle advanced smoothly without issue. It was not observed to be outside the instructions for use (IFU) specifications.